Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via a change in the intrinsic morphology. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Technical services reviewed the shocks and recommended some programming options. Later, the system was replaced with a transvenous system. The subcutaneous system was programmed off and remains implanted. There were no additional adverse patient effects.